Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("insert was damaged during insertion: tore in a couple spots/the coil was broken") and device dislocation ("at hsg right coil was in abdomen at level as/is a couple cm medial to that/left: looks like it migrated a little just not right in that corneal region it is kind of down the tube less than a cm") in a 42-year-old female patient who had essure (batch no. E24123) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "part of the coil bent" in september 2017. In (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). Essure treatment was not changed. In (B)(6) 2017, the device breakage and complication of device insertion had resolved. At the time of the report, the device dislocation outcome was unknown. The reporter considered complication of device insertion, device breakage and device dislocation to be related to essure. The reporter commented: the reporter is not sure the lot number provided was the same for all the essure devices, but that was the only sticker on patient's chart. Repoter stated that there are photos of essure devices correctly placed at the time of insertion. Hcp was able to remove essure device broken during insertion without difficulty and was able to place another essure successfully. Regarding the essure migration into abdominal cavity, the patient is asymptomatic and does not want to do anything about it. Patient is going to come back to office in 3 months for another hsg to make sure other coil is still in place and also make sure she continues to be obstructed bilaterally. On breakage wuationnaire, the physician stated he did not use a broken insert for placement. The other coil was not visibly damaged and was placed. Migration occurred. Patient was being followed. No intervention occurred. Essure was not removed (it was not medically necessary to remove essure). Diagnostic results: dec-2017: hysterosalpingogram (hsg): right coil was in abdomen at level as/is a couple cm medial to that, not stretched out or anything at all. The one on the left is in place, looks like it migrated a little, just not right in that corneal region, it is kind of down the tube less than a cm. Both tubes are obstructed with scare tissue on there. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2018: breakage questionnaire received. Details on essure insertion provided. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("insert was damaged during insertion: tore in a couple spots/ the coil was broken") and device dislocation ("at hsg right coil was in abdomen at level as/ is a couple cm medial to that/ left: looks like it migrated a little just not right in that corneal region it is kind of down the tube less than a cm") in a (B)(6) year-old female patient who had essure (batch no. E24123) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "part of the coil bent" in (B)(6) 2017. In 2017, 92 days before insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). Essure treatment was not changed. In (B)(6) 2017, the device breakage and complication of device insertion had resolved. At the time of the report, the device dislocation outcome was unknown. The reporter considered complication of device insertion, device breakage and device dislocation to be related to essure. The reporter commented: the reporter is not sure the lot number provided was the same for all the essure devices, but that was the only sticker on patient's chart. Reporter stated that there are photos of essure devices correctly placed at the time of insertion. Hcp was able to remove essure device broken during insertion without difficulty and was able to place another essure successfully. Regarding the essure migration into abdominal cavity, the patient is asymptomatic and does not want to do anything about it. Patient is going to come back to office in 3 months for another hsg to make sure other coil is still in place and also make sure she continues to be obstructed bilaterally. Diagnostic results: (B)(6) 2017: hysterosalpingogram (hsg): right coil was in abdomen at level as/is a couple cm medial to that, not stretched out or anything at all. The one on the left is in place, looks like it migrated a little, just not right in that corneal region, it is kind of down the tube less than a cm. Both tubes are obstructed with scare tissue on there. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("insert was damaged during insertion: tore in a couple spots/the coil was broken") and device dislocation ("at hsg right coil was in abdomen at level as/is a couple cm medial to that/left: looks like it migrated a little just not right in that corneal region it is kind of down the tube less than a cm") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "part of the coil bent" in (B)(6) 2017. In (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). Essure treatment was not changed. In (B)(6) 2017, the device breakage and complication of device insertion had resolved. At the time of the report, the device dislocation outcome was unknown. The reporter considered complication of device insertion, device breakage and device dislocation to be related to essure. The reporter commented: the reporter is not sure the lot number provided was the same for all the essure devices, but that was the only sticker on patient's chart. Reporter stated that there are photos of essure devices correctly placed at the time of insertion. Hcp was able to remove essure device broken during insertion without difficulty and was able to place another essure successfully. Regarding the essure migration into abdominal cavity, the patient is asymptomatic and does not want to do anything about it. Patient is going to come back to office in 3 months for another hsg to make sure other coil is still in place and also make sure she continues to be obstructed bilaterally. Diagnostic results: (B)(6) 2017: hysterosalpingogram (hsg): right coil was in abdomen at level as/is a couple cm medial to that, not stretched out or anything at all. The one on the left is in place, looks like it migrated a little, just not right in that corneal region, it is kind of down the tube less than a cm. Both tubes are obstructed with scare tissue on there. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.